Event description:
It was reported that the left ventricular (lv) lead had no capture during device interrogation and x-ray and fluoroscopy showed lead was pulled back. This lv lead was explanted and replaced. No additional adverse patient effects were reported.